Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 145mg/dl, 176mg/dl, 223mg/dl. Tests were done within 10 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.